Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition. The review of event history log did not identify in the event log event. The device was tested 3 times and all 3 test passed within smiths medical internal specification. The customer's reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this cadd legacy pump was alarming for high pressure. No adverse effects reported.

Manufacturer narrative:
Additional information: date of event.